Manufacturer narrative:
The reported loose component for the returned controller, con187646, was confirmed during evaluation of the device. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector at power port 1 of the controller. Internal inspection of the controller showed that the washer on the power port 1 connector was lose. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Loose power connectors are currently being investigated. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, loose power connectors is still being investigated. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that loose power connector (port 1)was found during smr upgrade. The patient tolerated the controller exchange with no effect.